Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock. There were also eight untreated episodes, due to inappropriate sensing. During troubleshooting, noise was not able to be reproduced. The sensing vector was reprogrammed, and device episode information was sent to technical services for review. It was reported that the evening before the inappropriate shock, the patient had performed a handstand. X-rays were performed and compared to x-rays from implant; the electrode appeared to have moved. Technical services reviewed the episodes and agreed the noise was not electromagnetic interference (emi). It was suspected that the handstand caused the electrode to move, resulting in the sensing observations. The sensing vector was appropriate based on the data provided. It was planned to see the patient again for additional defibrillation threshold (dft) testing, as ventricular fibrillation (vf) could not be induced during the implant procedure. Approximately three weeks later, the patient was seen in the hospital for dft testing and to test all sensing vectors in various postures. It was reported that again vf could not be induced. During testing, all sensing was appropriate, no noise was observed, and the device remained programmed at primary. It was later reported that at a device check the following week, an error for high impedance of greater than 400 ohms was observed. The patient was hospitalized pending a system revision. A connection issue was suspected as the cause of the out-of-range impedance issue. The revision procedure was performed, where the terminal pin of the electrode pulled easily from the device header without loosening the setscrew. There was concern the setscrew was compromised, so the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Laboratory analysis of the returned device determined the clinical observations were likely due to a loose setscrew while the device was implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The electrode remains in service with the new device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.